Manufacturer narrative:
(B)(4). Date initial report sent (B)(4) 2014.

Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter: product defective, broke while inflating and piece flew across the or. Used (B)(6) 2014. Dr (B)(6); lap ing hernia repair.